Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation it was found that the current controlling transistor (q1) was thermally damaged on the bedside board. The source of the thermal damage could not be positively identified. No adverse event resulted from the defective q1 transistor. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) old female pt called zoll customer support to report that she was having a battery charger problem. The pt was issued a replacement battery charger/modem.